Event description:
While passing ng tube and anvil into pouch, the anvil caught up in the area around the cricopharyngeus just posterior to larynx. Surgeon pulled back and dilated patient and again tried to pass anvil. Dilated the esophagus further and tried again to pass the anvil. This time it became disconnected from the tube and lodged in area around cricopharyngeus muscle. Required upper gi endoscopy where anvil was found just posterior to the et tube. Anesthetist used forceps and extracted anvil. Original intended procedure was done after delay from situation described above. No harm to patient.